Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered on with a "self test" error message. Hospital staff had given the device to the biomedical engineer. Technical services (ts) provided assistance in resolving the issue by directing the caller to remove the battery to clear the error, reinstall the battery, and power on the epg. The caller stated that the epg then powered up to its default settings. Ts had the caller do this several more times and in each case the epg powered up to the default settings. Ts also explained the error and how to clear it. The caller will issue the epg back to the staff with an explanation of the error. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) powered on with a "self test" error message. Hospital staff had given the device to the biomedical engineer (be). Technical services (ts) provided assistance in resolving the issue by directing the be to remove the battery to clear the error, reinstall the battery, and power on the epg. The be stated that the epg then powered up to its default settings. Ts had the be do this several more times and in each case the epg powered up to the default settings. Ts also explained the error and how to clear it. The be will issue the epg back to the staff with an explanation of the error. There was no patient involvement.